Manufacturer narrative:
Visual inspection found one small plastic specimen tube along with a tyvek label was returned. The fluid from the specimen tube was poured onto a sterile filter, and the filtrate was examined microscopically, finding a pale yellowish particle with what looks like metal shavings. The particle is approximately 58.3 microns wide by 53.6 microns long. Complaint description is consistent with the presence of an irrigation hole punch from the yellow irrigation sleeve associated with this device. Supplier investigation request was issued, and the supplier has taken actions to resolve the issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The product has not been returned. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in switzerland reports that during a procedure the perforated hole of the phaco sleeve entered the patient's eye. The surgeon was able to remove the particle with forceps and additional viscoelastic. The prolongation of the procedure was about 15-30 minutes.

Manufacturer narrative:
Correction d5: the user facility reported that they have checked the post-operative course of the patient's condition and can confirm that the process is normal.

Event description:
The user facility reported that they have checked the post-operative course of the patient's condition and can confirm that the process is normal.